Event description:
Pt contacted our organization by letter. His letter referenced injury he sustained during a 10 hr spinal fusion (t9 to s1). His complaint was associated to upon awakening he had excruciating pain across his chest and thighs. Each of these areas are pt support pads located on the jackson spinal table frame. In addition to the pain, he complained about bruising, compression burns and numbness. His numbness was from the knee to the thigh and his chest was painful along the midline of the torso. He is stating that the pain has not subsided and referencing damage to his right leg.

Manufacturer narrative:
Add'l model #: 5943 & 5996. Add'l catalog #: 5943 & 5996.